Event description:
It was reported that the ventricular catheters were slipping out of the ventricles of several patients.

Manufacturer narrative:
The product has not yet been returned to the manufacturer.